Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transmission revealed that the implantable cardioverter defibrillator had far r-wave oversensing. No programming changes were made at the time.